Event description:
Reporting status: serious injury-medical intervention.reporting rationale: a dissection occurred which required medical intervention device issue: balloon rupture.it was reported that during a case involving the distal rca with no calcification, there was a pinhole rupture in the balloon upon inflation (atm is unknown). A dissection occurred and there was no flow. Ballooning was done several times with another company's dilatation catheter and another company's drug eluded stent, then two mini vision stents were implanted. The dissection was sealed. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the catheter was returned with blood in the balloon. There was contrast in the inflation lumen and the balloon. There were five kinks in the shaft located at the distal end of the guide wire exit notch and 24, 63.6, 78.8, and 103.5cm distal to the strain relief tubing. There was no other damage noted to the catheter. A new indeflator was used and an attempt was made to pressurize the balloon when fluid leaked from the middle of the balloon, 8 mm proximal to the distal marker. The hole was in the fold of the balloon next to the inner member. There was pieces of balloon material torn radially from the balloon at the location of the hole for a length of 2.5mm. Product performance engineering reviewed the incident information and analysis of the returned otw voyager. Results from quality assurance analysis of the returned device revealed multiple kinks along the shaft of the catheter and a pinhole in the mid-portion of the balloon. The most probable root cause of the kinking may be that the catheter was subjected to strong handling when repackaging the device for return for analysis. The pinhole was located at the middle portion of the balloon and there were several flaps of material at the rupture location. Based on the quaility assurance analysis and the incident description, it appears that the balloon folds stuck together and as the balloon tried to inflate, a hole was torn n the balloon. The flaps of material and location inside the fold are indicative or a balloon failure due to balloon sticking. This occurs when the balloon hydrophilic coating is not adequately hydrated and the balloon folds stick together causing the balloon to tear/rupture. This failure mode is prevented by soaking the balloon prior to use; thus, activating the hydrophilic coating on the balloon surface. This is noted in the instructions for use (IFU) to "submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating". Also, no damage was noted as being observed during the visual inspection performed prior to use. There does not appear to be any indications of a product quality problem. Product performance engineering will trend and monitor the incident circumstances. All catheters are 100% visually inspected for kinks and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure (rbp). This MDR is considered closed by the quality assurance department.